Event description:
It was reported that: during a case, the user reported that the exhalation valve was noted to stick up. The user was able to recognize the condition and tapped on the top of the valve and the disc would then function normally. The case was completed using the device. No pt injury.